Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The endoscope was received with attached endoscope adapter (aea) friction or binding.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was upside down. The endoscope did not go back to the desired position after rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: a backup endoscope was used after they tried to reseat/clean the defective endoscope. The procedure was completed as planned with a delay less than 15 minutes.